Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-008-b, lot 2103004 leaked all into the bag and hard-shell. Area of the leak is unknown, will only be able to confirm when the set is returned. This occurred during a 46 hour infusion." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 04/15/2022. Visual inspection confirmed that the silicon-pvc connector on the proximal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00005.